Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when attempting to draw blood from the vein, the bd insyte¿ autoguard¿ shielded IV catheter had visible bubbles and the user noted that blood was leaking from the end of the cannula where it meets the hub. The user then disconnected the IV and flushed through the cannula and noted the fluid was coming from a small tear. This resulted in the patient having to gete stuck again for an IV. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: device/batch history record review findings: DHR review was conducted on lot 7349891. It was built on afa line 5 on 21dec2017 through 02jan2018 and packaged on line 10 for the quantity of (B)(4) ea. DHR review disclosed no indication of the alleged defect as it was noted that was 1 non-related qn for packaging and there were no related reject activity findings throughout the build of this lot that would impact upon the quality of the catheter product. All required challenge samples, set-up and in process samples including (but not limited to) leak testing during the build of the catheters was performed per specifications, in accordance with the in-process sampling plans. Sap (qn) database review findings: subject code was an s2 severity ranking. Review was conducted for this MDR- level a investigation; as a result of the review there was 1 non-related qn and no related reject activity findings relevant to the alleged defect associated with the lot number provided for this incident. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Observations and testing could not be performed because units were not received for investigation of this incident. Conclusions: confirmation of the defect stated in the pir could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the pir. A root cause could not be established. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that when attempting to draw blood from the vein, the bd insyte¿ autoguard¿ shielded IV catheter had visible bubbles and the user noted that blood was leaking from the end of the cannula where it meets the hub. The user then disconnected the IV and flushed through the cannula and noted the fluid was coming from a small tear. This resulted in the patient having to get stuck again for an IV. Found during use. No reports of serious injury or medical intervention noted.